Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm. The customer¿s blood glucose was 201 mg/dl at the time of incident. Customer stated that the insulin pump had a pump error alarm and critical pump error was displayed on the screen after exposure to moisture. Customer also reported that the insulin pump buttons were unresponsive and unable to clear the alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Device also received with cracked case(battery tube). Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm or keypad anomaly due to critical pump error alarm.